Event description:
The article aimed to investigate the clinical outcomes of the bioresorbable vascular scaffolds (bvs) compared with everolimus-eluting stents (ees) 7 years after implantation from the compare absorb trial. Patients were randomly assigned 1:1 to receive either an absorb bvs or a xience ees. Clinical outcomes at 7 year follow up for both devices included target lesion failure (tlf), target vessel failure (tvf), death, myocardial infarction, target lesion and vessel revascularization (tlr / tvr), occlusion, restenosis, and thrombosis. The article concluded that after complete resorption, no benefit was observed with bvs compared with ees at 7-year follow-up, despite the use of a dedicated implantation protocol for bvs. In fact, after 3 years, more target lesion revascularisations occurred with bvs than with ees. Details are listed in the attached article, titled ¿bioresorbable vascular scaffold versus metallic drug eluting stent in patients at high risk of restenosis: final 7 year results of the compare absorb trial.¿ no additional information was provided. Date of procedure/implant estimated as (B)(6) 2015. Date of event estimated as 9/28/2016.

Manufacturer narrative:
Attachment - article title: "bioresorbable vascular scaffold versus metallic drug-eluting stent in patients at high risk of restenosis: final 7-year results of the compare-absorb trial" b3 - date of event: date of event estimated as 9/28/2016. D6a: date of implant estimated as (B)(6) 2015. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.